Event description:
The customer contact reported a missing component. On an unspecified date, it was reported that there was no control valve. No specific details were provided. No information was provided if the missing component was noted during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of (B)(4) and has a 510k of k101677. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.